Event description:
It was reported that, "knee done in 2006 and revised in 2007. Patient still in pain and had knee effusion. On tibial side where revised, has a long tibial stem. Dr. Removed the 15mm bearing, debreded the knee, removed osteophytes and implanted an 18mm scorpio #9 insert ps."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.